Event description:
It was reported there was an issue of interrupted power supply: no additional information was reported by the customer. During evaluation of the subject device, it was found that there was black smoke coming from the power cord; it also smelt burnt.

Manufacturer narrative:
Evaluation summary: the power supply of the system was connected to the power cord and black smoke was observed. The cord also smelt burnt. The monitor and databox did work with the cord connected. The system passed all performance tests with a new power supply. Possible root cause: water or liquid penetrated power supply. It appears that water or liquid penetrated the power cable, causing the smoke observed during the product evaluation. There was no report from the customer of any smoke or burning smell. The cord is being discarded. No further actions have been deemed necessary at this time. A supplemental report will be submitted if any new information is received.